Event description:
It was later reported that, at the time of this report, the patient did not have concerns with his device or therapy.

Manufacturer narrative:
Concomitant product: product ID 8703w, lot # l50969, implanted: (B)(6) 1998, product type catheter. (B)(4).

Event description:
The patient reported they were shaking, and they had a taste of medication in their mouth. These symptoms began when they went to rehab after a knee replacement on (B)(6) 2014. They stated their alarm was disabled, though their pump still had medicine in it, and it was functioning. They thought there may be a leakage. They did not know why their healthcare provider disabled the pump alarm. They were considering going to the emergency room to help with the symptoms they were presenting. The pump contained morphine.